Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received her replacement insulin pump today and entered all of her settings. Customer was now getting a no delivery alarm. Customer's blood glucose was 239 mg/dl. Customer stated that the alarm just occurred and it occurred during bolus. Customer stated that the alarm is not recurring and the issue has not been resolved. Customer was explained that a possible connection issue or occlusion in the tubing can lead to no delivery alarms. Customer stated that the reservoir is not empty and is just below 2 ml. Customer stated that the insulin did exit manual prime. Customer removed the set and found that the cannula was bent under the tape.